Event description:
Review current egm and episode(s) 20, 23-25 far-field r wave oversensing on atrial lead triggering at/af episode misclassification. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).